Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) and noted that he had received six inappropriate shocks three weeks earlier for atrial fibrillation (af) with rapid ventricular response. The patient noted that at that time his medicine and implantable cardioverter defibrillator (ICD) settings were changed. The clinic contacted ts three months later to discuss the device programming as it was noted the ICD had previously been programmed to monitor only, thus shock therapy had been programmed off. Pacing had also been programmed to only pace and sense in the ventricle at 40 beats per minute. Further review found that non sustained events were stored due to af. Over one year later the ICD was explanted and the right ventricular (rv) lead was surgically abandoned per the patient's request.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) and noted that he had received six inappropriate shocks three weeks earlier for atrial fibrillation (af) with rapid ventricular response. The patient noted that at that time his medicine and implantable cardioverter defibrillator (ICD) settings were changed. The clinic contacted ts three months later to discuss the device programming as it was noted the ICD had previously been programmed to monitor only, thus shock therapy had been programmed off. Pacing had also been programmed to only pace and sense in the ventricle at 40 beats per minute. Further review found that non sustained events were stored due to af. Over one year later the ICD was explanted and the right ventricular (rv) lead was surgically abandoned per the patient's request.